Event description:
Medtronic sphere 9 catheter used for atrial fibrillation heart ablation had a temperature sensor error shown to the medtronic reps during ablation. We changed the cable the connected the catheter to the power system and that did not fix the problem. A new catheter was opened and we were able to proceed safely.